Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was reproduced while running a loaded set. Evidence for the reported problem downstream occlusion was found through the event history log review by the presence of "downstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation found the reported symptom to be caused by a chipped downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.